Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, oversensing due to cross talk which resulted in inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.